Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Additional pro code: dro. The device was returned to zoll medical (B)(4); the malfunction was duplicated and analog board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled", "pacer disabled", "system fault 36", and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty transistor on the analog board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.